Event description:
This patient with severe heart failure approximately two and a half years ago had heartmate 2 placed as bridge to transplant. The patient has been at home managing his device - he was resting when the device alarmed x2. He presented to cardiomyopathy clinic where log files reviewed and device was interrogated "low flow" and "pump stoppage". The patient was admitted to the hospital for further evaluation which pointed to drive line failure and pump malfunction. Almost 2 weeks later, the patient was taken to the operating room for replacement of heartmate 2 device; arrived in operating room in stable but critical condition, with intermittent lvad stoppages due to driveline fault. After establishment of a peripheral IV and arterial line, he was induced under ga and intubated. Then femoral arterial and venous lines were placed in the right cfa and cfv by seldinger technique. The patient was then positioned, prepped and draped for surgery. The previous left subcostal incision was utilized to access the lvad pocket. The inlet cannula was isolated, the outflow graft was isolated. The driveline line was fallowed out of the lvad pocket into the retro-rectus space and then the patient was started on moderate doses of inotropic support and was fully heparinized. Then the inlet graft was clamped, the outflow graft was clamped, the driveline was cut and the pump was explanted. The new pump was attached to the previously placed inlet cannula and outflow graft. The driveline was tunneled in two stage an exited the abdomen in the luq and was connected to the new pocket controller of the lvad. The new pump was d-eaired prior to fully tightening the outflow graft connection, and then gradually the rpm was increased until we had returned to the previous lvad settings. The wound was closed in layers. A small defect in the abdominal fascia was closed with a prolene suture utilizing the previously placed duomesh patch. Then the muscle, subcutaneous tissue and skin were closed in layers with absorbable suture. The wound was dressed and then the skin exit site from the old driveline was exposed and the driveline was followed into the abdominal wall and divided. A portion of the old driveline sheath was left behind. Procedure findings: poor rv function; moderate ai; patient was very dependent on lvad to maintain adequate systemic perfusion. Despite inotropic support, and evidence of aortic valve opening with each beat and adequate pulsatility on the arterial line tracing, the patient became profoundly hypotensive for a short period of time, with immediately return of pressure with reinstitution of lvad output. Manufacturer response for vad (ventricular assist device), heartmate 2 blood pump (per site reporter) ====================== in process.